Event description:
It was reported that for this pacemaker system, there were two left bundle branch leads implanted, and there was cross chamber blanking in the ventricular channel. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.